Event description:
It was reported that the customer requested repair of their suction knife. The tube of the instrument was broken next to the laser weld, which resulted in a device fragment. There was no reported injury as a result of this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that the tube of the instrument is broken next to the laser weld. No material or manufacturing defect was found. The most probable cause of the break is excessive effort during the use or the reprocessing of the instrument. This device is used for therapeutic purposes.